Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable hose broken and the distal end of the light guide bundle chipped with blood on it. A definitive root cause could not be established. Based on the results of the investigation, it is likely that water leak occurred due to the broken cable hose. Additionally, it's likely the chipped distal end of light guide bundle led occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited water leakage. The issue occurred during cleaning and disinfection. There was no patient involvement.